Event description:
The manufacturer received information alleging the patient passed away. There is no allegation that the device contributed to the death. The cause of death is not known. The device has not been returned for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the patient passed away. There is no allegation that the device contributed to the death. The cause of death is not known. The device has not been returned for evaluation. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received at a later date, a supplemental report will be filed.